Event description:
On (B)(6) 2013, it was reported that the interrogation of the patient's vns device saw high impedance of greater than 10,000 ohms and the ifi warning flag. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Replacement surgery occurred on (B)(6) 2013. It was confirmed that the surgery was due to ifi = yes and the high lead impedance. Diagnostics performed after the replacement were within normal limits. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.